Event description:
It was reported that there was natural removal of foley catheter after 1 week of placement and the balloon might have been damaged. Leak presumed to the balloon.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Three photos were received for evaluation. The first photo shows a top view of a three-way catheter. The second photo zooms into the deflated balloon and the last photo shows the catheter cap. Received 1 all silicone foley catheter. Tested using in house syringe, inflated the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and lumen to lumen leak present since the solution leaked to the drainage funnel. The sample received does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was natural removal of foley catheter after 1 week of placement and the balloon might have been damaged. Leak presumed to the balloon.